Event description:
It was reported that the device was leaking oil from the seal of the device during an autopsy. There was no leaking into the autopsy site. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation so, the complaint could not be confirmed. The customer was given a replacement device. This report will be updated if additional info is received.